Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site, and the area was tender to the touch. The patient will undergo a pocket revision procedure.